Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture was returned detached from the device. Both anchors were not returned. The needle overmold assembly was significantly bent. The depth limiter button was not in the default position. The deployment needle was in the t1 position. A functional evaluation was conducted. The deployment needle moved with significant resistance. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair, inside the patient, using fast-fix 360 curved ndl delivery sys the t1 fall off after t1 t2 were deployed. T2 was already secured in the patient and t2 was not removed from the patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.